Manufacturer narrative:
The customer reported that the compella bed was broken, and not working properly, and the patient had a deep tissue injury (dti). Multiple attempts to obtain additional details of the reported injury including severity of injury, medical intervention, past medical history, accessory devices utilized, and facilities positioning protocols were unsuccessful. The compella bed is intended for bariatric patients of all age groups with varying medical and physical conditions used to treat or prevent pulmonary or other complications associated with immobility, prevent pressure ulcers or any patients that may benefit from continuous lateral rotation therapy. Inspection of the bed by a hillrom technician found the bed to be functioning as designed and noting that there were "no issues found". The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or the compella bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc. And exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. Deep tissue pressure injuries are persistent non-branch able deep red, purple or maroon areas of intact skin, non-intact skin, or blood-filled blisters caused by damage to the underlying soft tissues. Ulcers covered with slough or eschar are unstageable. Treatment can include frequent repositioning off the site of injury, good skin care, proper support surface selection, correcting any systemic issues or nutritional deficiencies and medical treatment from a wound care specialist. At times additional treatments can include prescribed antibiotic therapy and removal of dead tissue to promote healing and prevent or treat infection. In some cases, a dti could resolve in few days, becoming pi stage 1 or 2 once they appear on the external layers of the skin. In other cases, they could develop into stage 3 or 4 (or unstageable) depending on the involvement of deeper underlying structure. In this event, based on the limited details available, the root cause of the reported event (deep tissue injury) cannot be determined and by the dti definition above, a serious injury cannot be excluded at this time. The device inspection however, ruled out a malfunction. If any additional relevant details are received, the complaint will be addressed accordingly. Based on this information, no further action is required.

Event description:
The customer reported that the compella bed was broken, and not working properly, and the patient had a deep tissue injury (dti). Multiple attempts to obtain additional details of the reported injury including severity of injury, medical intervention, past medical history, accessory devices utilized, and facilities positioning protocols were unsuccessful. This report was filed in our complaint handling system as complaint # (B)(4).